Event description:
It was reported an issue with monosyn suture. The client reported that the suture threads were defective. They broke as soon as we remove them from the packaging. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Correction: point d. In initial report was informed a monosyn product nevertheless, the involved product is not known and all information already submitted to ponit d is not correct as it is not known. Summary of investigation: we cannot verify the information related to product stock or batch manufacturing records because the reported product-batch combination does not exist without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.